Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device subassembly- ise socket.

Manufacturer narrative:
Insufficient information was provided for further investigation. A specific root cause could not be determined.

Event description:
The customer received questionable results for ion selective electrode- sodium (na) for 25 patients. Of those, 19 were considered erroneous. A physician had questioned the results and the customer had re-run the samples. The customer was also having problems with controls being out of range. All results are in mmol/l. Patient 1: initial na: 150, repeat: 143 patient 2: initial na: 148, repeat: 142 patient 3: initial na: 147, repeat: 140 patient 4: initial na: 146, repeat: 139 patient 5: initial na: 146, repeat: 140 patient 6: initial na: 146, repeat: 139 patient 7: initial na: 146, repeat: 140 patient 8: initial na: 146, repeat: 140 patient 9: initial na: 148, repeat: 141 patient 10: initial na: 148, repeat: 142 patient 11: initial na: 149, repeat: 141 patient 12: initial na: 148, repeat: 140 patient 13: initial na: 150, repeat: 143 patient 14: initial na: 146, repeat: 137 patient 15: initial na: 147, repeat: 141 patient 16: initial na: 147, repeat: 140 patient 17: initial na: 149, repeat: 141 patient 18: initial na: 146, repeat: 140 patient 19: initial na: 146, repeat: 140 the repeat results were generated on the same instrument. There were no adverse events. The lot of na electrode in use was 21521966, with an expiration date of 02/15/2013. The field service representative found that there was a fluidics failure of the ise socket assembly. He replaced the assembly. The customer performed calibration as needed. All controls were acceptable to the customer and the system was performing to specifications.